Manufacturer narrative:
Other applicable components are: product ID: 8784, product type: catheter. Product ID: 8780, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving dilaudid (3mg/ml at 0.2mg/day with a patient activated (pa) dosing of 0.02mg every 1 hour x 10) via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient ended up having to be explanted entirely immediately after the catheter revision was complete, so all pump and catheter components were removed on (B)(6) 2016. It was reported that the catheter access port (cap) aspiration at last refill on (B)(6) 2016 was negative, (reason was unknown). The patient had worsening pain for months per the physician prior to explant. During catheter revision, the existing catheter was cut at the spine with no return of cerebral spinal fluid (csf) from spinal segment, so the decision was made to remove entire catheter and place a new one. The new catheter was placed without difficulty "to t8" but unfortunately csf could not be aspirated from the side port after the new pump segment was connected to the pump, despite multiple attempts. The pump segment was removed from the pump and aspiration was attempted of the catheter directly, with again no return of csf. Next, the new catheter was cut at the spine and the pump segment was removed and replaced. However, csf was still unable to be aspirated from either the side port or the catheter. Therefore all new catheter components were removed with a plan to place a 2nd new catheter. However the intrathecal space was difficult to access and the catheter could not be advanced more than two vertebral beyond the needle tip. The decision was then made to abandon placement of a new catheter and to explant all catheter components and pump. The patient's pertinent medical history included: chronic pancreatitis. Allergies included reglan and sulfa. Additional information received from the manufacturer representative. She stated that she needed to clarify what actually happened. First the doctor cut the catheter at the spine and got no csf flow, so he placed an 8782 in the spine to correct and got good csf flow, then he connected it all back to the pump and still did not get good flow, so he replaced the pump segment with a 8784, but once connected it still did not have csf flow, so he removed all of the catheter segments and tried to place an 8780, but was unable to get good placement, so he abandoned the surgery and removed the entire system.